Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. Intermittent capture and pauses were noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.